Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided.

Event description:
We received an allegation of discrepant results for 3 patient samples tested for alt and calcium on a cobas 8000 c702 module. Patient 1 initial alt result was 52.4 u/l. The repeat result was < 5 u/l. Patient 2 initial alt result was < 5 u/l. The repeat result was 30.8 u/l. Patient 3 initial calcium result was 1.86 mmol/l. The repeat result was 2.26 mmol/l. No questionable results were reported outside of the laboratory.